Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
(B)(6) 2021 resubmitting this MDR as part of an internal audit where an acknowledgement 1 was received, but a passing acknowledgement 3 could not be located. A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The patient consulted her physician who prescribed two creams. Follow-up indicated that the irritation had improved with use of the creams.